Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler power cord. The patient reported sparks and sparking noises were seen at the power cord when the cycler was plugged in and turned on. It was also noted the screen went blank. The patient reported they did not experience any issues with the cycler powering off or on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and sparking noises had not previously occurred. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. No signs of physical damage on the rear panel or power entry module. The cycler underwent and passed a catch-post hipot test, patient hipot test, current leakage test, touchscreen test and voltage calibration check. The post-accelerated stress test (ast) simulated treatment was performed and passed with no further alarms or issues. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and found no discrepancies. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The source of the dried fluid could not be determined. No evidence of physical damage on the inside of the rear panel, on or near the power supply, or on the back of the front panel. No physical damage found on either of the internal boards or sub-assemblies. All ground screws were properly secured. All electrical testing passed, no evidence of an electrical spark event was reproduced during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler power cord. The patient reported sparks and sparking noises were seen at the power cord when the cycler was plugged in and turned on. It was also noted the screen went blank. The patient reported they did not experience any issues with the cycler powering off or on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and sparking noises had not previously occurred. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.